Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a configuration issue. There was no patient involvement.

Manufacturer narrative:
Based on the available information, there are no allegations against the device as the good faith effort has verified this case for consulting on the service life of the equipment, and there is no claim of fault.